Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported failure to deploy. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the superficial femoral artery. The vessel diameter was 5.0 mm. The vessel was prepared with a 5.0 x 150 mm armada balloon at 8 atmospheres. After deployment of the supera stent, the stent implant would not detach from the delivery system to complete deployment. The stent delivery system (sds) with the stent still attached was removed from the patient. A new supera sds was used to complete the case successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.